Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "in the process of using the 4ml tubes, we noticed in 1 tray there is no rubber inlay in the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/1/2022. H.6. Investigation: bd received 100 samples and one photo for investigation. The photo and samples was reviewed and the indicated failure mode for missing stopper was observed and the tube looked shorter because of the missing stopper. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing stopper. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "in the process of using the 4ml tubes, we noticed in 1 tray there is no rubber inlay in the tube.".